Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: no drastic voltage fluctuations were observed in the pump's black box history. The pump's current draws were within specifications. The battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump. No temperature issues occurred during investigation.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.